Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that after an impella cp was implanted, the physician attempted to use perclose on the access site which resulted in perforation and dissection of the right iliac artery. The bleeding could not be managed with manual pressure so the impella cp was explanted and vascular surgery was performed to repair the artery. The physician elected not to exchange the peel-away sheath given the patient's vascular complications and repair. The patient expired on support.

Manufacturer narrative:
Vascular damage peripheral vessel: the root cause of vascular damage peripheral vessel was most likely use issue since md attempted to perclose site x3 which resulted in r iliac artery perforation & dissection and bleed. Access site bleeding: the root cause of access site bleeding was most likely use issue since md attempted to perclose site x3 which resulted in r iliac artery perforation & dissection and bleed.